Manufacturer narrative:
The battery passed all functional testing and powered a freedom driver for 60 minutes without any abnormalities or alarms. The battery performed as intended with no evidence of a device malfunction. The root cause of the customer-reported issue could not be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5059 follow-up report 1 (2 of 2).

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the freedom driver from performing its life-sustaining functions. In addition, the freedom driver has a redundant power source of an ac power supply. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The reported issue involves the following syncardia temporary total artificial heart (tah-t) system components and is reported under two separate medical device reports: (1) freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2019-00337 and (2) freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2019-00341). The customer, a syncardia authorized distributor, reported that the freedom driver exhibited an alarm when the two freedom onboard batteries were inserted. There was no reported adverse patient impact.